Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The electrical function of the lead was normal, and the parameters were stable. No actions were taken and the lead remains implanted.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.